Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 3.00 x 38mm synergy stent was advanced to treat the lesion. However, the stent got lifted. The procedure was completed with another 3.00 x 38mm synergy stent. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 3.00 x 38mm synergy stent was advanced to treat the lesion. However, the stent got lifted. The procedure was completed with another 3.00 x 38mm synergy stent. No patient complications were reported. Synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found that on the proximal section of the stent, stent struts were pulled and lifted. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during advancing attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.